Manufacturer narrative:
H6: investigation summary: ¿ scope of issue: the scope of issue is only limited to part # 659180 and serial # (B)(6). ¿ problem statement: customer reported complaint on a facslyric 3l10c instrument ¿ 659180 of obtaining erroneous results after technical intervention. ¿ manufacturing defect trend: there are no other qns (quality notifications) related to the reported issue. Date range from 15sep2019 to date 15sep2020. ¿ complaint trend: there are 3 complaints related to the issue of erroneous results in the date range; pr# (B)(4), (B)(4) and this one, (B)(4). Date range from 15sep2019 to date 15sep2020. ¿ manufacturing device history record (DHR) review: DHR part # 659180 serial # (B)(6) , file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of why the customer obtained erroneous results was because they used a different software when analyzing the sample data. If the software that is intended to work with the facslyric instrument, like the bd facsuite clinical software, is not used the user may not get accurate acquisition and analysis results. In addition, the correct facsuite software version should be used for its intended purpose. Because this involved patient samples, bd facsuite clinical software along with bd ivd products to obtain optimum performance and results. After the issue was realized and the correct version software was used the system was performing as expected. No parts were requested for evaluation as there were not parts that were replaced. Although the unexpected results were from patient samples, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and there was no delay in treatment. The customer confirmed that the patient sample was not redrawn and the sample used appeared as anticipated. Proper setup, data acquisition and data analysis procedures can be found in the manual; bd facslyric¿ clinical system instructions for use, #23-19938-02, starting on pages 45, 77 and 91. After the correction, the instrument was tested and functioning as expected. The safety risk is moderate, s3, and there was no impact to patient health or safety. ¿ service max review: review of related work order #: (B)(6), case # (B)(4). Install date: (B)(6) 2018. Defective part number: n/a. Work order notes: o subject / reported: 659180 - facslyric - issue after technical intervention o problem description: after the technical intervention this morning the samples look different than usual. The pqc is running fine though. O work performed: atss needed to be done. O cause: atss needed to be done. O solution: instrument is working within specifications. ¿ returned sample evaluation: a return sample was not requested because no parts were replaced. ¿ risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? ¿yes ¿no. O tfs: 89269. O ID: libivd-ra-340 3.1.67. O reg status: ivd; ruo. O hazard: wrong results--wrong setup. O cause: software applies incorrect setup to an assay. O harmful effects: wrong interpretation of data. Potential incorrect or delayed results. O risk control: n/a. O req link (tfs ID): n/a. O implementation verification: n/a. O effectiveness verification: n/a. O propabiltiy: 1. O severity: 3. O risk index: 3. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient yes no. ¿ root cause: based on the investigation results the root cause was due to the customer using a different software version. ¿ conclusion: based on the investigation results, the root cause of the customer obtaining incorrect and/or erroneous results with the facslyric was due to the incorrect software version they were using. This was confirmed by the customer after several inquiries. After the correction, the instrument was tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is moderate, s3, and there was no impact to patient health or safety.

Event description:
It was reported that during use with a bd facslyric¿there were erroneous results on patient samples. There was no reported patient impact. The following information was provided by the initial reporter: after the technical intervention this morning the samples look different than usual. The pqc is running fine though. Were the samples patient samples for clinical use and were they incorrect? Yes but they were not used, customer realized there was something wrong. If so, was there any impact to the patient? No. Were samples redrawn? Yes. Was there any delay in treatment? No. Thank you for the added context. I called the customer, and he provided the necessary responses. The samples were not affected. They were not redrawn. There was a miscommunication on the customer side about this, but patient samples and data were unaffected. One of the scientists used a wrong software to analyze the data. Upon using the correct software, the samples appeared as anticipated. ¿.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facslyric¿there were erroneous results on patient samples. There was no reported patient impact. The following information was provided by the initial reporter: after the technical intervention this morning the samples look different than usual. The pqc is running fine though. Were the samples patient samples for clinical use and were they incorrect? Yes but they were not used, customer realized there was something wrong. If so, was there any impact to the patient? No. Were samples redrawn? Yes. Was there any delay in treatment? No. Thank you for the added context. I called the customer, and he provided the necessary responses. The samples were not affected. They were not redrawn. There was a miscommunication on the customer side about this, but patient samples and data were unaffected. One of the scientists used a wrong software to analyze the data. Upon using the correct software, the samples appeared as anticipated. ¿